Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two of four for the same event, see also 0001032347-2015-00483, 00485 and 00486.

Event description:
A revision due to wound dehiscence was reported. When asked about the patient's condition the sales associate reports the surgeon stated "all in all, the patient recovered afterwards. However, her condition and general state of health are not the best which actually causes or indeed, worsens the wound dehiscence overall."